Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) has eroded the urethra. A surgical procedure was performed during which the cuff was removed, and deactivation plug was placed. Once the urethra has healed, the patient will get a new cuff. No further patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) has eroded the urethra. A surgical procedure was performed during which the cuff was removed, and deactivation plug was placed. About three months later, the physician removed the plug, and a new 4.5 cm cuff was placed. The previous balloon was tested and refilled and the physician made new connections. No patient complications were reported.